Event description:
The son of a (B)(6) male patient called zoll customer support to report that the patient's battery charger/modem was not recognizing the patient's battery packs. The patient was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (not recognizing batteries) was confirmed. Upon investigation the charger/modem was unable to detect inserted battery packs. The cause for the failure was isolated to a shorted u13 (16-bit cmos microcontroller) on the bedside pca board. The root cause for the shorted u13 component could not be positively identified. No adverse event resulted from the shorted u13 component. The patient received a replacement battery charger/modem.